Event description:
It was reported there was a malfunctioning lead. Reprogramming on 2012 (B)(6) involved increasing amps, pulse width and changing polarity. Signs and symptoms included loss of efficacy and impedance over 4000. The lead was replaced on 2012 (B)(6). The patient outcome was resolved without sequelae on 2012 (B)(6).

Event description:
Additional information received reported that the battery of the patient's implantable neurostimulator (ins) was low and eventually reached depletion. If any additional information is received, it will be included in a follow-up report.

Event description:
Additional information received reported the lead had high impedances. The neurostimulator that was low was found low during the lead revision and replaced.

Manufacturer narrative:
Product ID (B)(4), lot# v085158, serial #, implanted: 2008 (B)(6), explanted, product type: lead, product ID (B)(4), lot #, serial# (B)(4), implanted: 2008 (B)(6), explanted, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).